Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy/r-y procedure, the surgeon fully fired the device and tried to remove it from the patient, however could not. The surgeon tried to push and rotate the device, however could not remove it from the patient. Then the surgeon resected esophagus again, re-anastomosed the tissue by overlap anastomosis. The jejunum was also damaged and laceration was occurred at another part of the tissue during this issue. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by additionally resecting the tissue. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade, and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.